Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), several positions were attempted and acceptable capture thresholds could not be achieved. The physician chose to remove the system and implant a transvenous pacemaker system instead. No patient complications have been reported as a result of this event.